Event description:
Cuffpatch was used during the repair of a massive rotator cuff tear. The cuffpatch was implanted on 2002. The patient returned to the physician for follow-up 12 days later with redness at the wound site and clear drainage which began the day later. Antibiotics were administered and patient returned for surgery. The site was opened, there was pus present. The cuffpatch repair was intact. The wound was lavaged and closed.